Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field d8 (should remain blank). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that error e315 occurred because a defective scope was used. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) and reported that there was an e315 error on the video system center. The issue occurred during preparation for use. There was no procedure delay or patient harm associated with the event. The procedure was completed using a similar device. The device will not be returned as the customer stated the issue was with an unknown scope.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.